Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
Received a voluntary event report from the FDA - # mw5064163. The patient reported had 13.2mm micl13.2 implantable collamer lenses, implanted bilaterally on (B)(6) 2012 for high myopia. The patient reported had blurry vision in the left eye for two weeks. Upon examination an anterior subcapsular cataract was found.